Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell drain 4 of 4. The home patient (hp) stated she had disconnected in order to connect an extension to her patient line because she was expecting a delivery this morning and forgot to press stop on the hc. The hp had reconnected and then the alarm occurred. The technical service representative (tsr) had the hp cycle power to the hc machine. The tsr had the hp disconnect and remove the cassette. The tsr explained the alarm and assisted the hp to clear the alarm. The tsr advised the hp to contact the nurse. The hp stated she would do a manual exchange in the meantime. No patient injury or medical intervention was indicated at the time of the initial report.